Manufacturer narrative:
The instrument was analyzed by the production department. The metal device is detached from the ceramic insert. The hook is bent, and the fragment was not received for evaluation. The soldered joint was found to be broken. The solder exhibit no unusual structural conditions. The device quality and manufacturing history records have been checked for all available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation, root cause of the failure is most probably user related. It is liable a mechanical overload situation led to the breakage. Most likely the soldered joint broke caused by high tensile force. The breakage of the device maybe the result of mechanical overload during use. The current failure rate is not within the risk analysis.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: singapore. Tip broke during surgery, second use of device. Minimal surgical delay as another electrode was available and used. Same situation from this end user also reported on medwatch 2916714-2016-00252.